Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: nexgen femoral item # unknown lot # unknown; nexgen tibial tray item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00744, 0001822565-2019-00745. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left knee arthroplasty on an unknown date; subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Nexgen complete knee solution trabecular metal standard primary patella, item # 00587806532 lot # 62109087. Nexgen lps-flex femoral component porous item # 00596201551 lot # 62086782. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient tore the medial cruciate ligament (mcl). No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Reported event was confirmed by report of patient tore their mcl which led to considerations for a revision surgery. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.